Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had received recurring power error detected. Customer's blood glucose value was 111 mg/dl at the time of the incident. The customer also states the pump gets hot. The customer was assisted with troubleshooting. Customer will returned device for analysis.

Manufacturer narrative:
No unexpected hot battery anomalies, low battery alerts, replace battery alerts, replace battery now alarms or power loss alarms noted during testing. Power error due to connector resistance issue. Unit passed displacement test, sleep current measurement, active current measurement and self-test.

Manufacturer narrative:
The correct information has been included with this report.

Event description:
Weight has been changed to (B)(6).